Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens, but the lens tore. There was no patient contract or injury. Another same type lens was implanted.

Manufacturer narrative:
Eval codes: conclusions - (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.